Manufacturer narrative:
The insulin pump passed the displacement, priming and excessive no delivery tests. There was no excessive no delivery alarm. The insulin pump was received with cracked reservoir tube lip, scratches on the lcd window, scratches on the case and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call no delivery alarm, cosmetic damage and high blood glucose levels. Customer's blood glucose level was 501 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for cosmetic damage was performed. Customer advised they had cracks on the reservoir and battery compartments. Troubleshooting for no delivery was performed. Customer was able to resolve the issue with a complete set change. Customer declined to return the infusion set and reservoir for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.